Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The image was restored after replacing the printed-circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use, a b30 scope communication error occurred with the endoeye flex deflectable videoscope. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of the legal manufacturer's investigation, the printed circuit board malfunctioned due to an electrical factor. Potential causes include: abrupt overcurrent flowed by plugging and unplugging the video connector while the system was powered on; irregular current flowed when the power was turned on because the electrical contacts of the video connector were temporarily dirty, wet or the like; abrupt static electricity was applied to the electrical contacts of the video connector. A review of the instructions for use identify the following verbiage: "warning - do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Caution - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result".